Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photographs. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m100 set ckt had an external blood leak through a small hole in an unspecified location of the set. The volume of the leak was estimated to 1 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.